Manufacturer narrative:
On 04 mar 2019 arjo was informed about the safety side malfunction on citadel plus medical bed, which occurred in osf saint anthony medical center in the us. Based on the follow-up information received, the patient was found by the facility staff on the floor, next to the bed, with the safety side rail cover (plastic component) beside the patient's body. The patient stated that the safety side rail was in the lowered position when he tried to get out of the bed. No injury or other medical consequences were reported. During the visit of arjo representative at the facility, it was not possible to evaluate the bed further because it was taken for the inspection by the facility's technician. The results of this evaluation were forwarded to arjo representative and it was confirmed that the left foot-end safety side detached from the bed's frame. The safety side rails are an integral part of the citadel plus bed frame. Each of four safety side rails is secured to the bed mechanism by the six screws. The bed's inspection and photographic evidence provided proof that the screws stayed attached to the safety side rail mechanism. The deformity around the slots where the screws were mounted and residuals of the torn-off tape indicated that there had been excessive force applied to the safety side rail cover. This scenario was confirmed by the facility's technician, which stated that the safety side rail cover could detach when the patient tried to move out of the bed and the excessive force was applied to the safety side rail cover. Prior to each use all arjo devices, including the citadel plus, the quality control needs to be carried out. The quality control record for the involved device was checked and it was confirmed that the citadel plus bed passed the functional test of the safety side rails, which is one of the mandatory checkpoints. Additionally, it needs to be pointed out that 100% manufactured citadel plus beds are checked during quality inspection gate to verify the required product specifications and check whether the acceptable performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record for serial number (B)(4) has been reviewed for this specific device and no anomaly was found. This is evidence that the bed met the manufacturer's specification prior to the delivery to the osf saint anthony medical center. Based on the above-outlined findings, it can be concluded that without some additional force applied to the safety side, it is unlikely that the detachment of this plastic component would occur. The left safety side rail cover detached from the citadel plus bed in the reported case, which implies that the device did not meet the manufacturer's specification. The device was being used for patient care and played a role at the time of the event. The complaint decided to be reportable due to safety side rail cover detachment and patient's fall.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On 04-mar-2019 arjo was notified about the citadel plus bed malfunction, which occurred in (B)(6) center in the us. Arjo representative visited the facility and noticed that one of the safety sides detached from the bed's frame. There was no information regarding patient involvement. Also, there was no injury nor other medical consequences reported.

Manufacturer narrative:
The claimed citadel plus bed was evaluated by the facility technician and report with the results of this analysis was forwarded to the arjo representative. It was confirmed that the right foot safety side panel (plastic part) detached from the safety side mechanism. The interview with the involved patient revealed that the safety side was in the lower position during the event. Analysis of all collecting information is ongoing. Results of the investigation will be provided to the follow-up report.